Event description:
On (B)(6) 2009 during device evaluation by baxter, the channel a stop key and the channel b channel select key on a colleague cx triple channel volumetric infusion pump, were found to be not functioning. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 5.04.00 categorized as unremediated.

Manufacturer narrative:
Evaluation summary: the reported condition of channel a stop key and the channel b channel select keys are not functioning was confirmed. Channel a and b keypads where replaced to correct the reported condition. There is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4)